Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. The home patient was connected to the device at the time of the alarm. As the alarm had occurred during the previous night and was already cleared by the patient, proper troubleshooting steps could not be provided. The patient was advised the patient that they could use the machine for their next scheduled therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.